Event description:
It was reported that during use, a 3 .0mm diameter x 15mm length sprinter legend rapid exchange (rx) balloon dilation catheter caused a dissection. No other clinical sequaele were reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (dissection); patient condition affected effectiveness of the device (patient lesion morphology). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology). (B)(4).